Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 750 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the patient's pump was empty. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that cause of the patient's empty pump was due to the patient missing an appointment; however, it was noted that the hcp was not completely sure. It was reported that the pump logs were read and an empty reservoir alarm occurred on 2018-(B)(6), the patient and caregiver were re-educated on what the pump alarm and date indicated. The pump was refilled and the dose was lowered 30% from the previous dose prior to the pump going empty. It was noted that the patient and caregiver had not noticed any differences when the therapy was increased/decreased or at any time. No further complications have been reported as a result of this event.